Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The erbe integrated electrosurgical unit (iesu) was analyzed and found that the reported issue was confirmed in system log review, with multiple c-34 and c-54 errors found. Errors c-01, m-35, m-1c, c-06/m-18/m-11 error patterns were also found and are likely related. Visual inspection found no issues related to the reported problem, however, a scratch was noted on left side of top cover. The unit was tested and presented c-54/c-00 errors on startup. C-00 and m-37 errors were also found in the erbe logs. The complaint was confirmed based on field evaluation and failure analysis. The probable cause of error c-34 and the subsequent errors may be attributed to faulty electrical component inside the erbe generator and miscommunication between the instruments and the generator leading to interruption in energy activation. C-34 error indicates a lower voltage than expected during energy activation.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer informed the technical service engineer (tse) that the erbe presented fault codes c-34 and m-37. The erbe was restarted, the power cable and instruments were replaced, but the fault persisted. The problem was resolved using an external cautery, and the procedure was completed normally. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not yet receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation. The probable root cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation. This error can be resolved through troubleshooting or replacement of the generator. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.